Event description:
It was reported that after receiving the pump in january, the customer experienced high blood sugar levels and was hospitalized for three days in march. There was an adverse impact on the customer's blood glucose levels, as indicated by the need for hospitalization. No additional information was received regarding the outcome of the event, as the customer declined follow-up and no further corrective actions were documented.